Manufacturer narrative:
Correction: g3 was added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was auto-reducing. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was taken place on (B)(6) 2023 where the lead was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.